Manufacturer narrative:
D10: optetrak logic tibial tray (02-012-41-4040, (B)(6), optetrak logic tibial insert (02-012-44-4011, (B)(6), optetrak 3 peg patella (200-02-32, (B)(6), logic tibia implant psc (02-012-44-4013-)- sn (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01078. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. The reported prosthesis wear, instability, and femoral loosening could not be confirmed. Potential contributions of user- and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had a right knee revision procedure five (5) years after the initial implant. The tibial insert component was exchanged due to prosthesis wear. Subsequently, three (3) years later, the patient experienced pain and swelling. As a result, the patient underwent a second (2nd) right knee revision procedure due to prosthesis wear. Intraoperatively, synovitis, osteolysis and femoral component loosening was observed. The tibial insert component was exchanged. The patient was transferred to the recovery room in stable condition. No further patient impact was reported. No additional information is available.